Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/11/2017 with the following findings: during investigation, the pump was powered on and the display screen was found to have a colored horizontal green line through the display screen. A test display was installed and the display was fully functional with no colored lines.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was a line through the display screen. It was reported that the user¿s blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.